Event description:
The customer reported that (B)(4) experienced fluid migration from the secondary bag to primary bag. The nurse stated that she had a primary and a secondary infusion set up. Stated that she verified she had the secondary higher than the primary. She then noticed that the secondary bag was empty but had back flushed into the primary. The reporter was not sure if the events occurred on the same day or not. There was no pt injury. This occurred in the med surge care unit. Occurred during therapy. The customer stated that the pump was brought to him on (B)(6) 2013 but unsure of the actual event dates. The nurse stated that there had been 2 events of this occurring with the device. This record is for the second event.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. At this time the investigation is not complete. A supplemental report will be submitted once the investigation has been completed.